Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate the speaker was malfunctioning. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker, and the device was returned to the customer. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue mx800 patient monitor displayed a speaker malfunction inop and there was no sound coming from the device. The device was not in use on a patient at the time of the event.